Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. It was determined that the system had hardware failure. The customer stated that the fingerprint reader was failing and that when prompted to enter a password the keyboard was not responding. A field service engineer found no issues when logging into the station or entering the password for the carefusion administrator account. The fse ran the hardware test application on both the keyboard and the fingerprint reader and found no issues. The engineer reseated the universal serial bus connections as a precaution and retested both the keyboard and fingerprint reader in the hardware test application. The fse cleaned the electronics drawer and the area around the communication sled and power supply. The engineer also cleaned allinone unit fingerprint reader and keyboard cover and tightened the barcode scanner cradle. All components tested successfully and the customer confirmed proper operation in the application. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard and biometric identifier were failed. The customer attempted to reboot the station, after that the keyboard was working but the biometric identifier failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.